Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the device extruded resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.